Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 5f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure during pullback. The device was removed from the patient and the patient was converted to less than 30 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home with no further complications noted.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a pin hole in the balloon distal tip, approximately 5 mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the pin hole could not be determined. The review of the lhr (lot f1213802) indicated that the device lot met all established performance criteria prior to shipment.